Event description:
It was reported that the patient developed an allergic reaction around the insertion site of the bd intima-ii¿ closed IV catheter system. An iodine wet compress and jinhuang powder were applied to the affected area as a result. The following information was provided by the initial reporter, translated from chinese: "the patient received an indwelling needle for infusion on (B)(6) 2023. On (B)(6), the patient expressed pain at the eye of the indwelling needle. The nurse on duty checked the skin around the indwelling needle and found redness and swelling, and immediately pulled out the indwelling needle. According to the doctor's advice, iodine wet compress was given, and the traditional chinese medicine jinhuang powder was applied locally, and the pain improved."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2228303. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the patient developed an allergic reaction around the insertion site of the bd intima-ii¿ closed IV catheter system. An iodine wet compress and jinhuang powder were applied to the affected area as a result. The following information was provided by the initial reporter, translated from chinese: "the patient received an indwelling needle for infusion on (B)(6), 2023. On (B)(6), the patient expressed pain at the eye of the indwelling needle. The nurse on duty checked the skin around the indwelling needle and found redness and swelling, and immediately pulled out the indwelling needle. According to the doctor's advice, iodine wet compress was given, and the traditional chinese medicine jinhuang powder was applied locally, and the pain improved."

Manufacturer narrative:
After further review, the initial MDR was found to have been incorrectly categorized as a 5-day report. The following field should be considered corrected: g4. Type of report (manufacturers): initial, 30-day.

Event description:
It was reported that the patient developed an allergic reaction around the insertion site of the bd intima-ii¿ closed IV catheter system. An iodine wet compress and jinhuang powder were applied to the affected area as a result. The following information was provided by the initial reporter, translated from chinese: "the patient received an indwelling needle for infusion on (B)(6) 2023. On (B)(6), the patient expressed pain at the eye of the indwelling needle. The nurse on duty checked the skin around the indwelling needle and found redness and swelling, and immediately pulled out the indwelling needle. According to the doctor's advice, iodine wet compress was given, and the traditional chinese medicine jinhuang powder was applied locally, and the pain improved."